Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). It was unknown if the initial reporter sent report to the FDA. Suspect strips are not available to return. Will not be returned to manufacturer.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 400 mg/dl on the nano system and 125 mg/dl on the compact system. No adverse event reported. Requested return of suspect device and strips, and replacement was sent. Strips no long available for return.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.